Manufacturer narrative:
This report is submitted july 3, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced sensitivity at the abutment site and was subsequently treated with a steroid injection and oral antibiotics for a duration of 7 days. The symptoms temporarily resolved, however, reoccurred. Subsequently, the patient was treated further with oral antibiotics in conjunction with a topical antibiotic. The patient is continuing to be clinically managed by their healthcare provider.

Manufacturer narrative:
Per the clinic, the patient underwent explantation (implant and abutment) under a general anaesthetic on (B)(6) 2017. This report is submitted on (B)(6) 2017.